Manufacturer narrative:
Results: one unused sample in a sealed package and one empty package were returned for evaluation. A visual/microscopic inspection revealed no damage or abnormalities to the unit or components that would hinder the needle from fully retracting. A simulated use test was performed by manually twisting the catheter 360 degrees and checking for tip adhesion. The catheter was then re-seated and the safety activation was pressed. Th unit fully retracted meeting no resistance. Further visual/microscopic evaluation observed no anomalies or mechanical/physical damage to the needle, spring, grip, needle/hub or excessive gel that would contribute to the customer's reported defect. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 7012643. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that the needle of a 20 g x 1.16 in. Bd insyte¿ autoguard¿ shielded IV catheter did not fully retract after use and a nurse suffered a contaminated needle stick injury to his finger. The source patient was reported to be "high risk" and the nurse received post exposure lab work.